Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 48 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with distal to mid-section struts dunched proximally. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The 85% stenosed, 48mmx3.0mm, eccentric, de novo target lesion with a bend between 45 and 90 degrees was located in the severely tortuous and moderately calcified right coronary artery. A 3.00x48mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal 1/3 of the stent struts was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The 85% stenosed, 48mmx3.0mm, eccentric, de novo target lesion with a bend between 45 and 90 degrees was located in the severely tortuous and moderately calcified right coronary artery. A 3.00x48mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal 1/3 of the stent struts was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.